Event description:
It was reported that the procedure was cancelled. An icefx cryoablation system and three icepearl 2.1 cx 90 degree needles were selected for the treatment of renal cell carcinoma. The first freeze cycle was performed in the kidney, followed by passive and fast thaw cycles. The gas tank was changed. The second freeze cycle with passive thaw was completed. The gas tank was changed again. An ithaw error occurred and both ithaw and cautery options were unavailable (greyed out on screen). Troubleshooting was performed but both I-thaw and cautery were still unavailable and to use passive thaw. The physician easily removed the needles after 6-8 minutes of passive thaw. As soon as the needles were removed, the patient started bleeding. Pressure and a non-bsc embolization gelatin were used in the needles tracks, down to the kidney. An arterial computed tomography (CT) scan was performed to check that the bleeding had stopped. The procedure was cut short as another freeze cycle on another area of the lesion had been planned. The patient was then extubated and sent overnight to the ward for observation. Two days post-procedure, the patient had a repeat CT scan, which showed where the bleed was, and that the bleeding had stopped. The patient's hemoglobin had decreased. The biopsy was not easy and had to be performed twice.